Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information added to the field: h6. Correction field: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, olympus surmised that the reported phenomenon ¿the emergency lamp turned on¿ and ¿lighting is poor¿ occurred because the lighting function of the lamp did not work properly due to faulty lamp. However, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue was confirmed. The main lamp intermittently ignites, and the lighting is poor. The defective lamp was a non-designed olympus lamp. The third party lamp exchange affected the performance of the light source. It is assumed that the unauthorized repair caused the failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the lamp falls again and again while using evis exera iii xenon light source. The malfunction was found during preparation for use. There were no reports of patient or user harm associated with this event.